Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter within the tube, and erroneous results. The following information was provided by the initial reporter. The customer stated: have there been any erroneous results? Yes ¿artifact in the lavender tube. We have been having some random sampling issues on the sysmex that we could not pin point.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-20. H6: investigation summary: bd received 20 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of damage/foreign matter was not observed. The customer states that the probe was mis-aligned and was gouging out a piece of the plastic from the side of the tube. The sysmex engineer came in to realign the probe. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. However, the unused samples did not show the customer¿s failure mode for fm or for erroneous results. This defect is not caused by any process during the manufacturing of this product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter within the tube, and erroneous results. The following information was provided by the initial reporter. The customer stated: have there been any erroneous results? Yes. ¿artifact in the lavender tube. We have been having some random sampling issues on the sysmex that we could not pin point.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced foreign matter within the tube, and erroneous results. The following information was provided by the initial reporter. The customer stated: have there been any erroneous results? Yes ¿artifact in the lavender tube. We have been having some random sampling issues on the sysmex that we could not pin point.¿